Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application restarted after a critical alert message occurred. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.